Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h11. The failure analysis and testing department received part number 0104-00-0014 helium fill manifold assy with a reported unit failure of an automatic fill error occurred. The failure analysis and testing department performed a visual inspection and found the part to have components missing. The assembly had been dismantled and only a section of the assembly was sent back. The fat department cannot investigate this complaint any further due to the missing components of the helium assembly. Retaining the assembly in the fat department per procedure number (B)(4). The most probable root cause is component reliability or fatigue.

Manufacturer narrative:
Updated fields - b4, d9, e1(email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - e2, g2. A getinge field service engineer (fse) evaluated the unit and replaced the helium fill manifold assembly (0104-00-0014). The unit was inspected according to the service manual and found to be in good condition.

Manufacturer narrative:
Due to character limitation in e1, full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had automatic refill error during an explanation session for hospital staff provided by getinge employee. There was no patient involvement.